Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) observed an increase in shock impedance over the past year and noted an alert for the out-of-range measurements. Ts recommended increasing the threshold. No adverse patient effects were reported. This rv lead remains in service.